Event description:
It was reported that during implant attempt, the svc (superior vena cava) port setscrew could not be tightened. The device was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) : upon analysis, no anomalies found.